Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered a lead warning for a low pacing impedance on the lv1 to can vector. It was further reported that the effective cardiac resynchronization therapy decreased drastically. It was noted that the drop correlated to a rise in the lv lead impedances on the lv3 to lv4 vector. The lv lead remains in use. No patient complications have been reported as a result of this event.